Manufacturer narrative:
The reported events of high capture thresholds, r-wave amplitude variation and ¿the internal structure of the electrode is bent¿ were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination did not find any anomalies on the lead.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had high capture thresholds and r-wave amplitude variation. The physician alleged that the lead was bent. The rv lead was not used and replaced. The patient was stable throughout procedure.